Event description:
It was reported that the device was fractured. No additional information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The reported event was unable to be confirmed due to lack of information provided. No product returned or pictures received; visual and dimensional evaluations could not be performed. A review of the device history records could not be performed as the lot identification was not provided. A definitive root cause could not be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.